Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) level was displayed as "high"; however, no specific value was provided. Customer administered a manual injection to address bg. Multiple attempts were made by tandem technical support to further troubleshoot the low bg; however, no response was received and therefore no additional information was obtained.